Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a customer was informed that the device functions normally. Upon conclusion of the evaluation, no malfunction was determined, however the remote service engineer observed that the therapy knob was in incorrect position set during the operation check. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device responded with multiple error codes. There was reportedly no patient involvement.